Event description:
The customer reported that during knee surgery on (B)(6) 2012, when introducing the screw into the tibial tunnel, the screw's thread damaged. The customer claimed that all rules were kept in determining the correct introducing tunnel. No adverse consequences were reported as a replacement screw of the same size was available.

Manufacturer narrative:
Suspected root cause: the tunnel not being appropriately sized and also, a dilator was not used.